Event description:
A portion of this lead was returned on 11/6/2019, at which point there were no known complaints against it. We have since been informed that the lead was partially capped due to oversensing. No additional information is available at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the rv shock coil, svc shock coil and the lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed a stretched and ruptured kink protection coil directly close to the is-1 connector pin, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the lead fragment did not show any deviations which might have led to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.